Event description:
Pulse generator implanted in 61-year-old male with sick sinus syndrome. After dressing applied, generator malfunction and pt had to be reopened and a new generator implanted. Or notes indicated a tear in the seal was found "possibly from torque wrench."